Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the pacemaker revealed episodes of automatic mode switch (ams) episodes due to over-sensing of noise. It was noted that the noise resembles potential myopotentials. Noise was unable to be reproduced in clinic. Programming changes were not recommended. There were no patient consequences or interventions reported.